Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. Clotting of the extra corporeal circuit was noted. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the patient's blood. Clotting most likely occurred during troubleshooting of the reported alarms while the blood pump was off. The user's guide states to rinseback promptly in the event of an unrecoverable alarm and warns that the risk of clotting increases when the blood pump is off. Nxstage medical considers this report closed. No additional information will be provided.